Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, a patient underwent a transfemoral tavr procedure for a 29mm sapien 3 valve in the aortic position which then resulted in a viv with a 2nd 29mm sapien 3 valve. The patient measured at the top end of a 26mm valve and lower end of a 29mm valve. A 29mm sapien 3 valve was selected and inflated. The 1st valve was placed and on echo imaging the leaflets appeared to be "constrained". The valve was posted with +1cc in the device balloon but the leaflets were still constrained. A 2nd 29mm sapien 3 valve was placed and inflated and the leaflets were working properly per echo imaging. The patient remained stable throughout the case.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for leaflet motion restricted was unable to be confirmed as relevant images or the device was not provided for evaluation. A review of DHR did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, -a patient underwent a transfemoral tavr procedure for a 29mm sapien 3 valve in the aortic position which then resulted in a viv with a 2nd 29mm sapien 3 valve. The patient measured at the top end of a 26mm valve and lower end of a 29mm valve. A 29mm sapien 3 valve was selected and inflated. The 1st valve was placed and on echo imaging the leaflets appeared to be "constrained". The valve was posted with +1cc in the device balloon but the leaflets were still constrained-. In addition, noted that the initial deployment inflation volume was 1 cc less. In this case, the valve was potentially under expanded with less volume. Since the valve was suspected under expanded, so additional 1 cc was added for post-dilation; however, it didn-t resolve issue. Under expanded valve could lead to inadequate coaptation of leaflet resulting in leaflet motion restricted as reported. Per training manual, -the delivery system requires a prescribed volume for thv deployment and proper function-. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.